Event description:
During a routine inspection, physio-control found that the device would not operate on ac or battery power. The device power on/off button intermittently failed to turn on the device. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the main control keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed keypad assembly at the failure analysis center and verified the reported intermittent failure. However, additional extensive testing was unable to determine further cause for the failure.